Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-01429. Reference number: (B)(4)

Event description:
Per manufacturer bwi, it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with soundstar eco 8fg ultrasound catheter. The catheter was stuck in a deflected position the physician had difficulty deflecting the soundstar catheter while in the patient. They did not do any troubleshooting, they continued using the catheter, there were no errors on the carto 3 system or the ultrasound machine, the images were clear. When the catheter was removed from the patient the deflection mechanism was stuck in position and not deflecting anymore. They were able to complete the case. The catheter was stuck in a deflected position but the very far end of the catheter would move slightly. Right under that portion that could move slightly was where it was stuck deflected. The very distal end would move slightly but below that was stuck deflected. The knob was still able to be turned and/or pushed up and down. There was no difficulty in removing the catheter.